Manufacturer narrative:
Medical safety/clinical reviewed the event. The event describes a patient presenting with non¿st-elevation myocardial infarction and cardiogenic shock. The patient presented to the emergency department with two days of chest pain and wheezing. Electrocardiogram demonstrated right bundle branch block, and there was concern for pulmonary edema and new-onset congestive heart failure. The patient was taken to the cardiac catheterization laboratory, where angiography revealed an occluded right coronary artery and diffuse disease of the left anterior descending artery (lad). During planned lad angioplasty, acute thrombosis occurred, left ventricular end-diastolic pressure increased to 44 mmhg, and ventriculography demonstrated severely reduced ejection fraction. The procedure was aborted, and a decision was made to place an impella cp and transfer the patient for surgical evaluation. Percutaneous impella cp insertion was unsuccessful due to inability to advance the device across the iliac artery after multiple attempts. Due to clinical deterioration, an intra-aortic balloon pump was placed. This represents a serious injury event involving the impella cp device. The patient was transferred to an outside hospital, where cardiothoracic surgery determined the vessels were suitable for impella 5.5 placement. An impella 5.5 was surgically implanted via the right axillary artery for mechanical circulatory support as a bridge to possible cardiac surgery. During impella support, the patient experienced multiple complications that can be associated with patients in cardiogenic shock, including arrhythmia, anemia, heart block, ischemia, inflammation, pain, hemodynamic instability, thrombosis, hypotension, and cardiac arrest with return of spontaneous circulation. After approximately 27 days of support, the impella 5.5 was surgically removed at the ICU bedside. Following device removal, the patient experienced immediate hemodynamic deterioration requiring maximal vasopressor support, including norepinephrine and epinephrine. Loss of arterial line pulsatility was noted, and advanced cardiac life support, including defibrillation and CPR, was performed without successful resuscitation and the patient expired. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
B3, date of event, has been updated from 13 september 2025 to 15 september 2025.

Event description:
The complainant reported a patient for cardiac surgery was implanted with an impella 5.5 for mechanical circulatory support. While on support, there was a noted large discrepancy between the patient¿s arterial line and the placement signal of the automated impella controller support. The placement signal was thirty points lower than the actual arterial line pressure. Due to complications, the patient expired and is reported under the related pump report. This report represents the automated impella controller. A separate report was submitted to represent the pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.